Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at her ipg pocket site. The patient's physician inspected her ipg site and noted no issues. The physician recommended several medications the patient could take to help with her pain. Follow-up pending.